Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned.

Event description:
The following was reported "infection following dair treatment. Admitted to hospital and underwent tkr. Patient was discharged from hospital on (B)(6) 2023. Patient was on ciprofloxacin and rifampicin for 3 months. Was reviewed on (B)(6) 2022, were patient was cleared of infection and doctor was happy with recovery."